Manufacturer narrative:
The pod was received with cannula deployed. During fluid path test, fluid was found leaking through a tear on the exposed soft cannula near the distal tip. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Cracks were found on the top housing. It could not be determined when these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 309 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.